Manufacturer narrative:
Failure analysis noted that the esc button of the insulin pump did not respond due to corroded keypad traces. They were unable to verify the failed battery test alarm due to the no button response. There was no moisture damage on the electronics. The pump had minor scratched display window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 211 mg/dl at the time of incident. The customer stated that the buttons were not working and there was moisture damage inside the pump. She stated that the pump alarmed failed battery test. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.